Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient presented in clinic with a painful left knee. The patient did not experience any trauma or significant event which he could relate to the pain. Surgeon sent patient for x-rays which revealed a possible failed femoral revision component. The surgeon had implanted the current revision knee implants in this patient on (B)(6) 2015 at (B)(6) hospital. Previous to the (B)(6) 2015 implants patient had a zimmer primary knee which needed to be revisited. The surgeon scheduled most recent revision for (B)(6). Upon exposing the knee joint space the surgeon discovered the femoral adapter bolt had broken. Upon removal of the revision femoral component it was found that the femoral adapter had broken as well. Surgeon removal failed adapter, and fail adapter bolt, and revision femur completely but elected to leave the femoral metaphyseal sleeve and femoral pressfit stem as they were well fixed. The surgeon elected to implant a size medium left srom lps femur into the native sleeve assembly and implanted a sz med x 21mm polyethylene insert. The native revision patella and tibial construct were well fixed and were not explanted. Other than the two pieces previously stated as having broke, no other implants or instruments broke during the revision case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photos and x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : no deviations or anomalies were found. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.